Event description:
It was reported that the homechoice cassette leaked from an unspecified location; further described as "solution coming from the cassette door." This occurred during dwell three of five of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. The device was received for evaluation in used condition. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.